Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 19-sep-2018. It was reported that shaft kink occurred. The 94% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. After crossing a non-bsc guide wire, pre-dilatation was performed using a 2.0x15mm non-bsc balloon catheter. A 4.00x12mm synergy drug-eluting stent was advanced but the shaft got kinked before entering. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. Synergy ous mr 4.00 x 12 mm stent delivery system was returned for analysis. A visual examination of the stent found damage with stent struts lifted and misaligned. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. A visual and tactile examination of the inner and outer extrusion and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.